Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient's x-rays reveal a dislocation.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant products - unknown head, unknown hgc acetabular shell, unknown harris precoat stem; therapy date unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.